Event description:
Same case as MDR ID#2134265-2015-04411. It was reported that burr stuck on wire. A 1.50mm rotalink¿ burr and rotawire were selected for treatment. During the procedure, at a maximum speed of 90,000rpm, abnormal noise was observed. It was also noted that the burr was unable to be removed from the wire. Both devices were removed as a unit from the patient. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotalink burr 1.50mm unit was returned for this complaint. However, the related guidewire was not returned to site for analysis. A visual examination of the complaint unit was carried out and it was noted that the handshake connection was bent. The handshake connection was attached to a test advancer and the slide tube put in the correct place without any issues. The burr unit could not be wet tested due to the bend in the burrs handshake connection. The burr was microscopically examined and the annulus was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-04411. It was reported that burr stuck on wire. A 1.50mm rotalink burr and rotawire were selected for treatment. During the procedure, at a maximum speed of 90,000rpm, abnormal noise was observed. It was also noted that the burr was unable to be removed from the wire. Both devices were removed as a unit from the patient. There were no patient complications reported.